Manufacturer narrative:
Date of event is unknown. Additional classification code: hrs. (B)(4). Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Section e: contact name, address and telephone number is not applicable since it is the patient who reported complaint. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The patient stated that she experienced pain and foot numbness, as well as bruising behind the knee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient fell off her mountain bike on (B)(6) 2016 resulting in fracture of the right tibial plateau. A wedge-shaped portion snapped off. The patient stated that she had a right lateral tibial plateau plate implanted. The patient stated that she experienced pain and foot numbness, as well as bruising behind the knee. She also stated that she felt like the plate was moving, and let her surgeon know. Surgery was carried out on (B)(6) 2017 to remove the plate. The patient stated that the surgeon commented that there appeared to be osteolysis and mentioned that the plate virtually fell out. The patient suggested metal sensitivity to the surgeon, but he did not think that was the cause. Patient also suggested an allergy and low-grade infection. Patient stated the surgeon was not convinced, and commented that he did not observe signs of infection. Patient had bone density scans, which came back as normal. Patient was very active before the accident, but complied by reducing activity levels over the period when the plate was implanted. The patient stated that her symptoms have subsided slowly since the plate was removed. The location of implants not known. This is report 3 of 7 for com-(B)(4) for a quantity of 2.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported that she was uncertain of the primary surgery date and gave (B)(6) 2016 or (B)(6) 2016 as possible dates.

Manufacturer narrative:
Corrected quantity from 2 to 1. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) va locking screw ø3.5 self-tap l75 sst. (B)(4).

Manufacturer narrative:
Remove osteolysis as this is a result. Date of implant reported as possibly (B)(6) 2016 or (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.